Manufacturer narrative:
An analysis is pending from the manufacturer. Device remains implanted.

Event description:
On (B)(6) 2013, (B)(6) (clinician from the (B)(6)) called technical services for assistance during the interrogation of a 2550 serial number (B)(4) where a pop-up message "device in stand-by mode" was displayed. (B)(6) stated the patient was in the hospital on telemetry and v-pacing was observed. The patient typically is 85% a-paced and 0% v-paced. The clinician responded to the messages to re-initialize and interrogate and the device was successfully re-initialized to the as-shipped settings. The patient's settings were successfully programmed and follow-up testing appeared normal. At least two new session interrogations were performed following the reset to ensure proper device function and to verify aida was operating normally. The device appeared to be operating normally. The caller questioned the patient about possible emi exposures and the patient said they had just complete radiation therapy.

Manufacturer narrative:
(B)(4) 2013. An analysis is pending from the manufacturer. The date of implant was corrected to (B)(6) 2008. (B)(4). Please refer to the attached analysis (B)(4). Device remains implanted

Event description:
On (B)(6) called technical services for assistance during the interrogation of a 2550 serial number (B)(4) where a pop-up message "device in stand-by mode" was displayed. (B)(6) stated the patient was in the hospital on telemetry and v-pacing was observed. The patient typically is 85% a-paced and 0% v-paced. The clinician responded to the messages to reinitialize and interrogate and the device was successfully reinitialized to the as-shipped settings. The patient's settings were successfully programmed and follow-up testing appeared normal. At least two new session interrogations were performed following the reset to ensure proper device function and to verify aida was operating normally. The device appeared to be operating normally. The caller questioned the patient about possible emi exposures and the patient said they had just complete radiation therapy.